Event description:
Based on customer complaints, it was discovered that the ph of the target retrieval solution measured 4-5 instead of the correct ph of 9.1. The customer complaint was related to no staining.